Event description:
Caller states patient tested 6.6 inr and 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.